Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The account indicated the use of a non-qualified associated cartridge with an unspecified viscoelastic. It is unknown if a qualified viscoelastic was used. The handpiece indicated is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that lens was bent upon insertion to cannula during intraocular lens (iol) implantation procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).